Manufacturer narrative:
The device remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
(B)(4). The device was electively explanted over three years after the initial observations were reported. The device was returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was undergoing an unspecified medical procedure and there was interaction between the respiratory rate monitor and the minute ventilation (mv) sensors on the pacemaker. Pacing at the maximum sensor rate (msr) was observed. The mv feature was programmed off until the procedure was completed. There were no adverse affects for the patient.